Event description:
Drive medical received notice from a provider regarding an incident involving a knee walker, a device imported and distributed by drive medical. The enduser was using the knee walker going down a ramp when the handlebars and the wheels allegedly went in two different directions. The enduser allegedly twisted her upper body and fractured one or two ribs. This report is based on information provided by the provider. The provider stated that the enduser had fixed the product and did not want to send it back. There is no report indicating any defect or malfunction in the product. Multiple attempts were made to contact the enduser, but enduser did not contact drive back. Due to the lack of information, we are unable to identify the manufacturer of the product.